Event description:
The product arrived at the integra service center on (B)(6) 2014 for repair. No other information provided. On (B)(6) 2014, the product was evaluated and it was discovered that the pump's flow was defective and needed to be replaced. Additional information was requested and on (B)(6) 2014, the reporter provided the following. The product problem happened during the starting process. The pump did not work.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.